Event description:
During a left thoracoscopy with resection of the left upper lobe apex and mechanical pleurodesis, the surgeon reported the device "misfired" and caused lung tissue to remain lodged in the lung tissue. The surgeon was able to free up the lung from the stable device with no injury to the lung.a 4.8 size endo gia staple was being used.